Manufacturer narrative:
(B)(4). Concomitant medical products: 36mm cocr mod hd - 6mm, cat#: 11-363660, lot#: ni; m/h radial solid/apx shl 54mm, cat#: 13-104054, lot#: ni; unknown e1 max-rom liner, cat#: ni, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07011; 0001825034-2018-07012; 0001825034-2018-07013. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Subsequently, the patient experienced pain and was given a corticosteroid injection approximately one (1) year post-implantation. The patient received five (5) more injections over the course of four (4) years post-implantation.